Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ins was overdischarged. The ins was turned off and stayed off for around 2 months. The issue was discovered when the rep interrogated the ins. The patient decided not to recover the ins while at the facility. No symptoms were reported.